Event description:
Sticking inside of me to the point where they were being left behind [foreign body in reproductive tract] clump of fibers pulling away from the rest of the tampon [device breakage] sticking inside of me to the point where they were being left behind when I pulled out the tampon [complication of device removal] case description: consumer reported via email that clumps of the fibers were pulling away from the rest of the tampon and sticking inside of her vagina. No serious injury was reported.